Manufacturer narrative:
The reported problem was confirmed. A philips field service engineer (fse) went to the customer site and checked the computer's sound settings. The fse stated that "for some reason it had changed." The fse reset the settings, performed corrective maintenance, and deemed the equipment operational and meeting the manufacturer's specifications. Results of functional testing indicated a setting change for unknown reason. Based on the information available and the testing conducted, the cause of the reported problem was due to settings configuration issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the alarms are seen on the monitor, but they do not sound acoustically. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).